Event description:
A customer reported that an ophthalmic microscope head is clicking. Procedure details and patient impact were not reported. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in section b.2 and h.10. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event noise/vibrations is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury no further reports will be scheduled under mfg report num. 2028159-2022-01145 the manufacturer internal reference number is: (B)(4).

Event description:
Additional corrected information received indicating the issue was with noise/vibration.